Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.

Event description:
It was reported that the pump was beeping, and had medication remaining when taken out of service. At this time, there was 37 minutes remaining before completion of the infusion. Additional information received indicated that the catheter which the administration set was connected to had clotted off and required tissue plasminogen activator (tpa). The event was resolved. No additional information is available. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.